Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
It was reported that the temperature "is reading 1 degree celsius higher than other devices." The root temperature probe 1 reading was 36.9 degrees. Subsequently, the probe was changed. The root temperature probe 2 reading was 36.7 degrees. Welch allyn sure signs temperature reading was also 36.7 degrees. The root temperature probe 1 was removed from service. No known impact or consequence to patient.